Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) the plug was still in the device when it came out. There was no reported patient injury. The device was stored and prepped according to the IFU. The user was trained to the device. The device is available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) the plug was still in the device when it came out. There was no reported patient injury. The device was stored and prepped according to the IFU. The user was trained to the device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18404935 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event the IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was still in the device when it came out. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The user was trained to the device. Additional information was requested but not provided. A non-sterile unit of the 6f exoseal vascular closure device was returned for investigation, along with twenty-six (26) sterile 6f exoseal vascular closure devices associated with the reported complaint. The sterile units were received inside their sealed original pouches. In accordance with the sampling procedure, a sample size of five (5) sterile units was selected for evaluation. Visual inspection of the five sampled sterile units showed that the deployment levers were not depressed, the guards were not locked, the plugs remained in their manufactured positions, the indicator wires were not deployed, and the indicator windows were in the black/white position. A catheter sheath introducer (csi) was not returned with these sterile units, and no anomalies were observed. The non-sterile unit was visually inspected and found to have the deployment lever fully depressed and the guard in the locked position. The plug was fully deployed, and the indicator wire was retracted. A non-cordis csi was inserted on the device. The indicator window displayed the black/white/red position. Notably, a discrepancy was identified between the condition of the device when received for decontamination and the actual condition of the unit upon receipt in the product analysis lab. In the photos received from the decontamination site, the plug appeared to be partially deployed and still within the delivery shaft; however, upon inspection when received at the lab, the plug was fully deployed. Dimensional analysis was conducted on the delivery shaft inner diameter of the non-sterile unit and the five sterile units using a pin gauge. All results fell within the defined specification range. Functional deployment simulation could not be conducted on the non-sterile unit due to its fully deployed condition. However, deployment testing was successfully performed on all five sterile units. All guards were initially locked, allowing for proper deployment of the indicator wire. Upon pulling the indicator wire, the indicator windows transitioned to the black/black position. Full depression of the deployment lever resulted in expected retraction of the indicator wire and successful plug deployment. The indicator windows transitioned sequentially through black/white/red position as expected, with no functional anomalies noted. Per microscopic analysis, a high-magnification evaluation was carried out on the internal mechanisms of the non-sterile unit and the five sterile units. No abnormalities were observed in any of the components examined. A product history record (phr) review of lot 18404935 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was observed when reviewing the condition of the device when received at the decontamination site as the plug was not fully deployed with the deployment button fully depressed. However, the event was not observed during analysis of the sterile units received for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not to determine what factors may have contributed to the inability to deploy the plug from the device reported, especially since there were no anomalies noted to the sterile units. However, as the dimensional analysis of the ID was within spec and there were no anomalies noted to the internal components, it is possible that the plug was prematurely swollen within the delivery shaft, which can occur due to procedural factors. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis of the complaint device, the product analyses of the sterile units, nor the phr review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.